Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itching and bruising under the left breast. The patient confirmed that the skin irritation is exacerbated by the warm weather and sweating under the garment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to let the skin breathe by removing the lifevest as needed. Follow up indicated that the patient applied neosporin to the irritation, changed garments more frequently, and returned the lifevest. The patient confirmed that the skin irritation improved.